Event description:
It was reported that the device was being deployed into the breast biopsy site and the doctor sheared the plastic applier tube tip into the breast. The customer reported that the clip was deployed into the site. The doctor was able to remove the plastic tip. It was reported that there were no patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). Tip sheared off. The analysis results found the device was received in good visual condition with the exception of the marker was sheared off at the aperture. No functional testing could be performed due to the returned condition of the device. No conclusion could be reached as to how this damage occurred. We have documented the circumstances as they have been reported to us. The complaint information is trended on a regular basis to determine if further investigation is warranted. Batch history review has been completed with no anomalies reported.